Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This MDR is 1 of 2 to capture the first device which was exchanged out. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace in tricuspid position where during the procedure, some chords were ruptured, leading to a flail of the septal tricuspid leaflet (stl). The implant was retrieved and replaced with a new one. The new device was implanted with no discernible effect on the tricuspid regurgitation (tr). The physician aimed to steer down toward the valve using only the guide sheath (gs). It was advised not to do so due to the limited control and steerability. However, the physician steered down approximately 1cm above the valve, in a very anterior-septal (a-s) position. Once the implant was out of the gs, it was directly under the valve. The device was closed and became entangled in the chordae. Although elongating the device and performing a gaining height maneuver were recommended to evade the chords, the implant handle was turned clockwise for nearly 300 degrees and then the whole system was pulled posterior. As a result, some chords ruptured, leading to the flail of the stl. A piece of chord was stuck to the retention elements. Therefore, the decision was made to retrieve the device and implant a new one. The physician chose not to alter the position of the gs or attempt to address the flail. Instead, maneuvering was performed with the gs to a posterior-septal (p-s) position, and the ace device was implanted at a 3-9 orientation. There was no impact on the tr. Notably, throughout the entire procedure, the physician did not heed to the suggestions provided by the clinical specialist, the echocardiographer, or the second implanter. The patient will now be treated with evoque. This MDR is 1 of 2 to capture the first device which was exchanged out.

Manufacturer narrative:
The complaint for implant advanced too far, resulting in chordal entanglement was confirmed with objective evidence based on the evaluation of the provided imagery. Available information suggests that procedural factors likely contributed to the event. Device maneuvering resulted in the device getting stuck on the chords and leading to some chords ruptured. Based on extensive complaint investigations and reviews, it has been identified that these events are not associated with device malfunctions or manufacturing nonconformances. Chordal entanglement is a known complication associated with the pascal procedure. This has the potential for suboptimal therapeutic outcome, the need for additional intervention, and/or recurrence of regurgitation. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
After internal imaging review, there appeared to be damage to valve anatomy (primary chordal rupture, resulting in a flail anterior tricuspid leaflet) on the procedural tee ((B)(6) 2024). This damage to valvular anatomy occurred when the first ace device is an elongated position after there appears to be device interaction with lateral (anterior) tricuspid leaflet chordae. Further confirmation received from the clinical specialist stated that it was a flail of the anterior tricuspid leaflet and not the septal.

Manufacturer narrative:
The complaint for implant advanced too far, resulting in chordal entanglement was confirmed with objective evidence. There was no allegation or indication a device malfunction contributed to this adverse event. The imaging evaluation (ie) confirmed lateral chordal engagement on the first ace device when the device is in an elongated position. Also, per the internal imaging evaluation, there appeared to be a primary chordal rupture, resulting in a flail anterior tricuspid leaflet (atl). Available information suggests user / use error (the physician aimed to the valve using only the guide sheath (gs) but was advised not to do so by the clinical specialist; however, the physician proceeded with this maneuver. The device was closed and became entangled in the chordae. The implant handle was turned clockwise for nearly 300 degrees and as a result, some chords ruptured, leading to the flail of the atl) contributed to the adverse event.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The final report was already submitted previously. This is a supplemental report to update the annex c investigation findings code.